Event description:
It was reported that a patient underwent a robot assisted radical prostatectomy on (B)(6) 2015 and suture was used. When closing the umbilical port site, the tip broke off in the abdominal tissue. X-rays were taken but the needle was not retrieved and remains in the subcutaneous tissue of the patient. The procedure was completed successfully. The patient has not experienced any adverse outcomes and was informed about the retained needle tip. Additional information was not provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report was sent on the alternative summary report on 4/24/2015. Upon receipt of additional information, the file has been updated to serious injury. This medwatch report is in response to receipt of voluntary medwatch report # (B)(4) .

Manufacturer narrative:
Voluntary medwatch 2200310000-2015-8002. (B)(4).